Event description:
On (B)(6) 2013, the patient contacted animas stating that the up, down and ok keypad buttons were intermittently responsive and required hard and multiple button presses to respond. The issue reportedly occurred a month ago. The patient denied damage to the keypad. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.